Event description:
It was reported that asymptomatic patient during follow up had device with post paced t wave oversensing on the ventricular lead. The oversensing was noted on stored egm. Programming changes were made successfully the patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.